Event description:
Notes from the md history and physical: "this patient's routine follow-up analysis showed excessive noise from the dual coil fidelis lead. This is a recall lead and the patient was accordingly emergently admitted and seen in consultation by myself for lead replacement therapy." Notes from the operative note the following day: "the existing implanting incisional scar was sharply incised. The incision was carried down to enter the ICD pocket. The device was delivered into the wound and disconnected from the fractured lead. The device was removed to the back table. Battery life was greater than 3 years and accordingly, the device was reutilized at the conclusion of the procedure. Examination of the lead after dissecting it from its adhesions to the fibrous capsule of the pocket revealed no distinct abnormalities at this time. Through the existing wound, the left subclavian vein was cannulated. Under fluoroscopy, a guidewire was advanced into the right atrium without difficulty. Stylet was passed down the fidelis lead and this passed without difficulty. The active fixation device was withdrawn and using constant gentle traction under fluoroscopic guidance, we were able to remove this lead in its entirety. Inspection of the lead at this time showed probable insulation break at the level of the clavicle and one would speculate this might be a subclavian crush as opposed to an intrinsic abnormality in this recall lead."